Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient has been experiencing a rash on patient's back of arm. Patient's mother also stated that after removal of sensor, white pus is seen at the site of insertion. Patient's mother was unsure if it was a reaction to the sensor or the adhesive. Patient has seen her endocrinologist who prescribed a cream to assist with the healing of the rash. Patient's mother also mentions that patient has been exhibiting a rash all over her body, not only around cgm device. Patient was feeling fine at the time of patient's mother call to dexcom technical support.